Event description:
Device returned to MFR for analysis with report of "? Pump function/withdrawal symptoms." Follow up with hcp revealed that the family member of pt had noted abrupt increase of muscle tone and pt was diaphoretic. Pt's increased spasticity was unresponsive to increased intrathecal baclofen but improved with oral baclofen. X-ray of device showed "apparent disconnection of catheter." Revision was done and pump was electively replaced as it was near 4 years old. Pt has been receiving expected therapy results and has recovered from the surgical procedure. The pt has had no pump related problems since the replacement. Pt has multiple problems associated with the pt's diagnosis which makes assessment difficult.